Manufacturer narrative:
Follow-up #1 date of submission 03/14/2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission 02/27/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed one "no cartridge detected" and multiple "loss of prime" warnings on the reported event date. During evaluation, the pump was found to boot up normally, but the piston was unable to detect the cartridge during the "load" step. The pump cover was removed and the force sensor was found to be out of calibration, the ball bearing was found to be loose and there was contamination found on the force sensor assembly. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump pushed all the insulin out of the cartridge during the load step and did not recognize the filled cartridge. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Device evaluation - (B)(4): the cartridge was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the cartridge passed the visual inspection and fill and force tests. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(4).